Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Correction to initial MDR in block h6 - patient codes.

Event description:
The faradrive sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that when the faradrive sheath was advanced into the patient the physician noted resistance. A contrast was injected and observed a perforated iliac vein. Due to this, the procedure was cancelled. A stent was placed, and the patient was observed overnight. The patient is expected to fully recover. The device is not expected to be returned as it has already been disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
The faradrive sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that when the faradrive sheath was advanced into the patient the physician noted resistance. A contrast was injected and observed a perforated iliac vein. Due to this, the procedure was cancelled. A stent was placed, and the patient was observed overnight. The patient is expected to fully recover. The device is not expected to be returned as it has already been disposed.